Event description:
It was reported that, "product expired the previous month and was the only option for that particular size. Dr. Was made aware that product had expired and chose to use it instead of waiting 20 mins."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.